Event description:
It was reported the lead dislodged 14 days post implant. It was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies were found. Full lead was returned.